Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The most probable root cause has been determined to be use/user error as the direction for use states: ''at any time during use of the monorail stent delivery system, if the proximal shaft (hypotube) has been bent or kinked, do not continue to use the catheter." (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was location in the left anterior descending artery. A 2.50x38mm synergy ii drug-eluting stent was threaded through the touhy but the physician accidentally kinked the shaft of the device. The physician however continued the procedure with the device and put it in place in the target lesion. However, when a negative pressure was pulled on the balloon port, there was aspirated blood return in the syringe. Subsequently, it was noticed that the shaft of the balloon cracked. The device was removed from the patient's body without complications. The procedure was completed with another synergy stent. No patient complications were reported.